Event description:
The customer reported "alarm - error codes / messages". No further information available and no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn 12509121 was performed from the date of manufacture 03/24/2007 to the present date 12/28/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 03/24/2007 to the present date 12/28/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported "alarm - error codes / messages". No further information available and no patient involvement.